Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Operator not trained. The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
It was reported that a physician untrained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during knot advancement, there was a gush of blood from the site. Manual pressure was held for 15 minutes and hemostasis was achieved. The physician felt that the 'gushing of blood' was due to a hematoma caused by a prior arteriotomy or a 'potential' back wall stick. There was no reported adverse patient sequela. Though requested, additional information was not provided.